Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was revised due to a malfunction. There was leaking coming from the connection. The implant was not replaced.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A detached portion of the pump inlet tubing was received for evaluation. No functional abnormalities were noted with the detached inlet tubing. Because the available information did not indicate what factors may have contributed to the reported leakage from the connector, and because no functional abnormalities were noted, the cause of this reported event could not be determined. As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.